Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the upper part of the bd plastipak¿ three part hypodermic syringe with needle that caused leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was a hole in the upper part of the bd plastipak¿ three part hypodermic syringe with needle that caused leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples or photos displaying the condition reported received. However, 20 retention samples were taken for a visual evaluation and to see if the defect is present. A well formed barrel with the required characteristics are observed, the defect was not reproducible in the retention samples. Based on the evaluation of the quality acceptance criteria (aql), the number of defects reported by the client complies with the aql. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. A possible root cause that could generate the defect of the perforation in the body of the syringe is that there was some obstruction due to dirt from the injection point. Corrective actions include employee awareness. The mode of failure of the inadequate functioning of the leak test bolt in the assembly equipment was also identified, this is because the product is moving within a short space and causing it not to be representative in order to detect the defect. For this event corrective and preventative action was opened to investigate.